Event description:
When placing peripheral IV, IV malfunctioned after needle was removed (and catheter in arm) blood began to leak from back of IV where needle disconnects from IV catheter. This resulted in defective IV being removed and new IV started in different location. Pt safety manager queried "super-users" on all inpatient units in addition to IV therapy. IV therapy reported similar incidents in the past, but they were not reported and not "recently".